Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The user performed a reboot, which delayed the procedure 10 minutes. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned cardiac exam. The procedure was delayed for 10 minutes and was completed after restarting the system. It was reported to philips that they were unable to perform exposure. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the system operational and the customer stated that system had previously stopped taking exposures and experienced prolonged boot times, requiring a reboot to restore functionality. No service has been performed by philips. The same issue re-occurred after a few days, where fse found a memory board failure in the host pc and replaced the faulty memory using spare components to resolve the issue in another work order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete after a restart with less than 20-minute delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.